Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with sm-g990b2 (samsung) phone with android 12 operating system version 2.8.4.9335. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced feeling faint, was pale, had excessive saliva, and had a loss of consciousness resulting in fall where they injured their head and finger. Customer was treated by caregiver with honey and sugar. Customer was then seen by paramedics where he/she was treated for fall injury. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with sm-g990b2 (samsung) phone with android 12 operating system version 2.8.4.9335. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced feeling faint, was pale, had excessive saliva, and had a loss of consciousness resulting in fall where they injured their head and finger. Customer was treated by caregiver with honey and sugar. Customer was then seen by paramedics where he/she was treated for fall injury. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms were successfully activated. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d4 (serial number) was updated from (B)(6) based on return product info.